Manufacturer narrative:
(B)(4): conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a septoplasty on (B)(6) 2011 and suture was used on the septal region. After two months, the patient presented with a septal abscess at the location where the suture was placed and there was still evidence of suture at the site. The culture analysis showed a presence of (B)(4). The patient under went two procedures and hospitalizations to correct and solve the abscess.